Event description:
The pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose results were 136, 224 and 278mg/dl. The tests were done within 10 minutes. Pt did not experience any adverse event. No further info has been reported.